Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range pacing impedance measurement of greater than 2000 ohms and oversensing of noise. The ICD was reprogrammed and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this patient's right ventricular (rv) lead has had a history of exhibiting high out of range pacing impedance measurements of greater than 2000 ohms and oversensing of noise. Additional information provided from the field indicated these observations were continuing to occur and there was the possibility of loss of capture on the rv channel as the patient reported experiencing episodes of dizziness. As the physician suspected the rv lead was fractured, surgical intervention was performed and the lead was abandoned and replaced. No additional adverse patient effects were reported.